Manufacturer narrative:
No sample has been received at manufacturing for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two ophthalmic forceps unable to not close after inserting into the patient's eye during a vitrectomy with intraocular lens implantation surgery. The procedure was completed after replacing the product with another forceps. There was no harm to the patient.

Manufacturer narrative:
Two samples received in opened original packaging. One forceps belongs to this investigation. This forceps shows surgery residuals and bent grasping arms. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. Sample shows surgery residuals. It was found that the forceps arms were bent in a way that the forceps was already closed before the instrument was activated. Customer complaint was therefore not confirmed but due to the surgery residuals it can be concluded that device was damaged during handling. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. Root cause is user handling. Instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).